Event description:
The hospital laboratory reported pin 4 is black on the inform meter. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.